Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, a clip was being placed for a post polypectomy bleed. Reportedly, it is not known if the clip grasped onto tissue however; the clip failed to release from the delivery catheter. The case was completed with another resolution clip device. In addition, the scope was not in a retroflex position and there was a 1-5 minute delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.